Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was inoperable and would not turn on. The ventilator was not in use on a patient at the time of the reported event. A third party service provider inspected the device and found the ventilator inoperative alarm on the screen. To address the issue, the third party service provider ran self-testing. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.